Event description:
The customer reported there was smoke coming from the system, and the system failed during an exam. A backup system was required to complete the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board was replaced. The system was then found to be operating as intended.